Manufacturer narrative:
No product was returned for evaluation. The cause of the hemolysis could not be definitively determined as limited clinical details were provided and no product was returned for evaluation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient encountered hematuria and hemolysis during impella cp support, and ischemia post support. The patient was found to have bloody urine and hemolysis confirmed via labs. The pump's p-level was dropped to p6 and the pump was repositioned usingtransthoracic echocardiogram. Later, the pump was explanted due to the hematuria. Post explant, the nurse reported loss of pedal pulses to the patient's right limb. As a result, heparin drip was resumed and an intra-aortic balloon was placed in the left femoral artery.